Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a cracked haptic noted during insertion. The lens was cut and the incision was enlarged to 2.5mm. Additional information has been requested, but has not been received.